Manufacturer narrative:
Mc3 logged this information from the medwatch ireported information mc3 and its distributor attempted to learn more about the injury event. The dilator, which is supplied along with the catheter, was used by the clinician when the vessel injury occurred. The subject device was not returned to mc3. There was no allegation of malfunction of the mc3 device by the hospital. The distributor reported to mc3 that they learned the patient died within a few days of the event but there was no allegation by the customer that device and the patient outcome were related.

Event description:
During procedure to cannulate the right internal jugular vein for ECMO, using mc3 crescent 28 fr dual lumen catheter) and as the last vein dilator was removed, approximately 4 cm of the internal jugular vein was avulsed. The patient underwent immediate emergency surgical intervention to repair the vein. This was a medwatch report that was forwarded to mc3 by FDA. Reference: mw509254.